Event description:
This incident was discovered during a maude data base review process. This incident was never reported to conmed corporation by the end-user facility, nor did conmed receive a user medwatch 3500a report forwarded by the FDA. Below is the incident description as appeared on the (B)(4): "the patient underwent an 11 hour procedure, with 4 surgical teams. At the end of the case, when they lifted up the drapes, the patient had a quarter-size burn on her left thigh. The burn was dark, dry, eschar that was deep. The patient was followed by a plastic surgery and ultimately had a surgical debridement with surgical closure of the burn. The final scar was approximately 5 cm long. When the event was discovered, there were burn marks on the underside of a magnetic pad that had been placed on her left thigh to hold equipment during the procedure. We think the monopolar cautery/coagulation pencil that was used during the case was placed between the magnetic pad and the drape covering the patient, which also had burn marks on it. While we do not think the device was used properly, the device design could be improved. There is nothing to prevent accidental activation of the cautery or coagulation buttons on the top of the pencil. We would recommend a secondary safety mechanism such as a lock or clear plastic slide cover that would protect the buttons from being pushed when not in use". No information regarding patient demographics (gender, weight and age) was provided in the maude report. Additionally, follow-up with the end user facility could not be conducted, as the report was filed without the disclosure of any contact information (i.e. Name, address, phone #) of the end-user facility.

Manufacturer narrative:
As reported on (B)(4), the goldline push button electrosurgical handpiece with 1" blade and 10' cord was utilized in an "eleven hour procedure" that required "four surgical teams" on (B)(6) 2014. No contact information from the user facility was provided in the maude report and thus follow-up with the end user could not be conducted. In addition, a review of the device history record for this device could not be performed, as the lot number of the device was not found within the maude adverse event report. A two (2) year review of the complaint history shows seven (7) similar reports received regarding burns involving the goldline pencil device family, including this incident. Of these reports, all seven (7) incidents were related to failures to follow the IFU, instructions for use. Reportedly, all seven (7) incidents occurred when the surgeons inadvertently placed the devices on the patients instead of the provided safety holsters while the units were not being used and allegedly still in the activation position. (B)(4). It should be noted that after utilization of this device, the cautery blade may still be hot enough to burn through a drape and burn the patient when improperly placed on the patient drape instead of being properly stored in the supplied safety holster when not in use. The goldline electrosurgical handpieces are designed to be used as accessories in conjunction with the electrosurgical units and electrodes with which they are known to be compatible. Their use enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. Based on the incident description, which indicated that the end-user placed the goldline handpiece onto the surgical drape on top of the patient and thus no safety holster was utilized for the device when it was not in use in the procedure. It was also stated in the maude report, "when the event was discovered, there were burn marks on the underside of a magnetic pad that had been placed on her left thigh to hold equipment during the procedure. We think the monopolar cautery/coagulation pencil that was used during the case was placed between the magnetic pad and the drape covering the patient, which also had burn marks on it. While we do not think the device was used properly, the device design could be improved. There is nothing to prevent accidental activation of the cautery or coagulation buttons on the top of the pencil". However, in this instance the monopolar cautery/coagulation pencil that was used during the case should not have been placed between the magnetic pad and the drape covering the patient. Also, if the esu operator manual and the existing safety factors listed on the surgical guidelines were followed to prevent patient burns in the proper use of the safety holster and/or the activation tones of the esu. If the activation tones were set as recommended in surgical guidelines the surgical team would have been aware of the goldline handpiece activation and this alleged burn may have been prevented by locating and removing the device away from the patient. (B)(6). In addition, the IFU for the goldline handpiece states under safety tips: "always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use". A safety holster is provided with the goldline handpiece in question. Safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with electrosurgical equipment be read, understood, and followed in order to ensure safe and effective use of the equipment. To reduce the risk of patient/user injury the instruction for use (IFU) of the goldline handpiece provides the following precautions and warnings: always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. Use the lowest possible setting on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. Never allow cables connected to these devices to be in contact with skin of the patient or the operator during electrosurgical activations. Do not permit cables connected to these devices to be parallel and in close proximity to the leads of other electrical devices. Inspect and test each device before use. These devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken, or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, or significant discolorations. Verify that the electrode is fully and securely seated in the pencil before use.